Manufacturer narrative:
The device was received by the resmed technical service center in bremen, germany and an evaluation was performed. The evaluation determined that the device failure to charge its battery was due to a defective internal battery. The internal battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that while an astral device was being configured for patient use, the internal battery would not charge. The device was not in use when the fault occurred, therefore, there was no patient involvement.